Manufacturer narrative:
This complaint alleged that during a product demonstration, a (B)(6) old male patient sustained hair loss in the jaw line following acne treatment of the lumenis m22 acne filter. Lumenis contacted the user facility by phone and email to collect information, specifically, to request patient treatment parameters. An incident form was sent to the facility but was never received by lumenis even after multiple attempts (4) to try to obtain it. Based on the information collected at the time of the event, lumenis determined that the event was not reportable since no report of serious injury or medical intervention to preclude permanent impairment was received. However, since the acne filter was subjected to a recall (z-1669-2016 (res 73765) may-13-2016), the complaint was recently re-opened and re-evaluated for reportability. Review of m22 system serial number (B)(4) DHR records showed it was manufactured according to relevant procedures, tested before release, and shipped according to specifications. The complainant reported loss of hair after the treatment. The lumenis clinical department evaluated whether hair loss after treatment would cause for permanent damage to the body structure. The clinical department reported that permanent hair loss would result if the patient received multiple treatments on the same treatment area (at least 4 to 6 treatments). It should be noted that the device labeling includes warnings to not treat hair-bearing areas. If event is only the result of one single session - and there is no indication otherwise after diligent follow-up - the hair loss is considered transient and not permanent. Lumenis determined that because the reporter indicated that this was a "demonstration," the patient was likely not subjected to additional treatments that would have caused for the ability to have permanent hair loss. However, because lumenis is unable to confirm with the user that only a single treatment had been applied to the area, lumenis is reporting the event to FDA in an abundance of caution.

Event description:
A user facility reported that during a product demonstration a (B)(6) old male patient sustained hair loss in the jaw line following acne treatment of the lumenis m22 acne filter. No report of serious injury or medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
The original MDR for this event had been reported as an adverse event only. Lumenis has changed the report type to an adverse event as well as product problem as lumenis could not rule out that a malfunction had occured.